Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). Event occurred in (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised four years post-implantation due to a peri-prosthetic stem fracture subsequent to a fall. The stem was removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Concomitant: bone scr 6.5x30 self-tap p/n 00625006530 l/n 62292631. Bone scr 6.5x35 self-tap p/n 00625006535 l/n 62227331. Modular neck cc 12/14 neck taper use with +0 heads only p/n 00784803301 l/n 61550378. Shell with cluster holes porous 54 mm o.d. Size jj for use with jj liners p/n 00875705401 l/n 62283268. Cocr head, m¸ 36/0, taper 12/14 p/n 0101012366 l/n 2666419. Navitracker kt a knee & spine p/n 20800000007 l/n 44518. The 4.0 mm cancellous screw fully threaded 12 mm length p/n 47484001200 l/n 60577755. Liner neutral 36 mm i.d. Size jj for use with 54 mm o.d. Size jj shell p/n 00875101136 l/n 61986239. Cas fixation pin 3.2d x 150 mm sterile p/n 20800000010 l/n 62293824. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.